Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus repair center scraped the brown foreign material lightly and confirmed that it fell off. Therefore omsc surmised that this phenomenon attributed to user reprocessing. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that yellow water came out from the inside of the endoscope which was hung on the scope hanger of the trolley. The user washed the endoscope and this problem was resolved. The user completed the procedure with the same device. There was no report of patient injury associated with this event. The user returned the device to olympus repair center. Olympus repair center found that a brown foreign material and a foreign matter like glue adhered to the device.